Event description:
It was reported that the customer's insulin pump had a button error alarm. His or her blood glucose was unknown at the time of reporting. The customer was advised to return to a back up plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response on esc and act button due to corrosion keypad traces. Insulin pump had cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, minor scratches on lcd window and cracked belt clip slot.